Manufacturer narrative:
The competitor system was manufactured by siemens.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). A sample from the patient was requested for investigation, but there was none available. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh on a cobas e 801 analytical unit in comparison to results obtained on a competitor platform. The sample was tested twice on the e801 analyzer, resulting in tsh values of 0.011 uiu/ml and 0.011 uiu/ml. The sample was also tested twice on the competitor platform, resulting in tsh values of 1.012 uiu/ml and 1.012 uiu/ml. The results measured on the competitor platform were believed to the correct values.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.